Event description:
The device has been returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device had been returned with the atrial lead attached and fully inserted and secured in the right atrial port. The lead was severed. The ra set screws were able to loosened and the lead removed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a changeout procedure this implantable lead was stuck in the header of the associated device. The lead had to be cut, capped and replaced. There were no adverse patient effects. The device is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.